Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the lower bile duct during a bile duct cancer examination procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while using the spyscope ds, it was noticed that the working channel sleeve of the spyscope ds protruded. In addition, resistance was met in the bile duct since the spyscope ds was bent. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve protruded when received, confirming the complaint. The tips were very frayed. The working channel sleeve protruded with the small and large knobs articulated in both directions. Two elevator marks were noted proximal to and outside of the working channel sleeve region. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. After cutting the catheter open using the cutting fixture, the working channel sleeve protruded from the pebax. The proximal end of the working channel sleeve was also very frayed. Little force was used to remove the working channel sleeve. Witness marks were noted on the pebax. The white area along bond a appears to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the lower bile duct during a bile duct cancer examination procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while using the spyscope ds, it was noticed that the working channel sleeve of the spyscope ds protruded. In addition, resistance was met in the bile duct since the spyscope ds was bent. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.